Event description:
The trilogy device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.